Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed down after the indicator window turned black. The button could not be depressed at all, and it was not possible to depress it even with additional force. There was no reported patient injury. The exoseal vascular closure device (vcd) and the vascular sheath introducer were retracted together until the indicator window changed to a solid black color. No red color was observed in the indicator window during retraction. No damages were found on the device or packaging before use, and no patient injury was reported. The vcd was used in an interventional procedure via a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician was certified in the use of the vcd. An 8f non-cordis sheath was used. The device was stored and prepared according to the instructions for use (IFU). The femoral artery suitability, including insertion angle and vessel diameter, was confirmed via angiography. No calcium or plaque, tortuosity, nearby stent, or stenosis greater than 50% was found at the access site. There was no prior closure at the site within 30 days nor evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. One non-sterile 7f exoseal vascular closure device was returned for investigation. Visual inspection showed that the deployment lever was not depressed, while the guard was locked. The plug was found in its manufactured position, and the indicator wire was fully deployed, where no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The indicator window was observed in the black/white position. No additional anomalies were reported during this visual analysis. A deployment simulation evaluation was performed. The indicator wire was pulled to reach the black/black position in the indicator window, then the deployment lever was fully depressed, achieving the expected indicator wire retraction and plug deployment. The indicator window¿s black/white/red position was also obtained as expected. No anomalies were perceived during this test, confirming that the deployment lever operated smoothly and correctly. A high-magnification microscopic evaluation was conducted to examine the internal mechanism. No abnormal conditions were observed during this analysis. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis with successful plug deployment. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, user-related factors (user error) such as the 8f sheath which was reported to be used with a 7f exoseal device may have affected the device. As stated in the indication for use (IFU), ¿the exoseal¿ vascular closure device is indicated for femoral artery puncture site closure, reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional procedures using a standard corresponding french size vascular sheath introducer with up to a 12 cm working length.¿ the product description also includes, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the use of the device. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Event description:
As reported, the plug deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed down after the indicator window turned black. The button could not be depressed at all, and it was not possible to depress it even with additional force. There was no reported patient injury. The exoseal vascular closure device (vcd) and the vascular sheath introducer were retracted together until the indicator window changed to a solid black color. No red color was observed in the indicator window during retraction. No damages were found on the device or packaging before use, and no patient injury was reported. The vcd was used in an interventional procedure via a retrograde approach. The patient's body mass index (bmi) was not greater than 40. The physician was certified in the use of the vcd. An 8f non-cordis sheath was used. The device was stored and prepared according to the instructions for use (IFU). The femoral artery suitability, including insertion angle and vessel diameter, was confirmed via angiography. No calcium or plaque, tortuosity, nearby stent, or stenosis greater than 50% was found at the access site. There was no prior closure at the site within 30 days nor evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.